Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective lens was scratched; poor image quality; component failure of the charge coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that rigid video telescope had dent on insertion section. The event occurred during maintenance. There were no reports of patient involvement.